Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt had stimulation, but the charger and programmer could no longer communicate with the ipg. The ipg had flipped within the pocket, and the pt's physician was able to non-surgically flip the ipg within the pocket, restoring communication. No further complications were reported.